Event description:
It was reported that a thrombus occurred. A watchman access system (was) anterior curve and watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. After the trans-septal puncture was performed and the was in the patient, a thrombus was noted in the right atrium and more heparin was administered. A total of 23,000 units of heparin was given during the procedure with an activated clotting time (act) of 230. Procedure was successfully completed. Patient remained stable without signs of stroke. Thrombus was still seen at the end of the procedure. Patient was discharged and will follow recommended anti-coagulation post implant therapy per physician.